Event description:
The customer reported that, during preparation for use, the subject device had power but the display was intermittent. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the device could be powered on but the display was intermittent. A review of the device history record found no deviations that could have caused or contributed to the intermittent image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image was intermittent due to a faulty circuit board. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.